Manufacturer narrative:
The customer rebooted the system and resolved the footswitch issue reported. The customer did not request service. There was no sample returned for eval and no additional info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the equipment's footswitch presented problems during a phacoemulsification procedure. The case was completed by the surgeon using a manual technique (extracapsular cataract extraction (ecce)). There was no pt harm reported.